Event description:
In-stent restenosis was found ten months after the procedure.

Manufacturer narrative:
As reported by the another country study, this patient presented with 2-vessel disease and a two part staged procedure was planned. Pre-procedure medications included aspirin 100mg/day, nicorandil 15mg/day and ticlopidine hydrochloride 200mg/day. The target study percutaneous coronary intervention (pci) was performed on a 75.7% de novo lesion in the distal right coronary artery (rca). Directing stenting was done with a 3.5x18mm cypher stent at 20 atm. Post-dilation was conducted with a 4.0x15mm balloon at 24atm. Inflation time was unknown. Ivus was conducted. The residual diameter stenosis measured 2.4%. Timi iii flows were recorded pre and post-procedure. The procedure was completed without problem. Post-procedure medications included aspirin 100mg/day, nicorandil 15mg/day and ticlopidine hydrochloride 200mg/day. Three days later, a 2.5x18mm cypher stent was deployed in the 1st diagonal and a 3.0x18mm cypher was deployed in the proximal left anterior descending artery (lad). The stents were implanted without a gap, but were not overlapping. Lesion and vessel characteristics were unknown as well as procedure details. Approximately nine months later, follow up control angiography was conducted and restenosis was observed at the proximal end of the cypher implanted in the 1st diagonal. There was 100% stenosis. To treat the restenosis, pci was conducted. Pre-dilation with a 2.5x20mm balloon at 14atm and a 2.25x18mm pixel bare metal stent was deployed at 16atm for 20seconds. Post-dilation was not conducted. The residual diameter stenosis measured 0 %. The cypher implanted in the rca was patent. On the following day, the patient was in stable condition and discharged from the hospital. Please note that this product is not distributed in the united states. However, it is similar to the us distributed device. A male patient with a history of hypertension,hyperlipidemia, diabetes and smoking experienced restenosis ten months post cypher stent implantations. Initially, the patient was admitted to the cath lab with a recent mi and underwent an angiogram that revealed lesions in his distal rca and first diagonal. This patient's history and recent mi put him at increased risk for mace. Pre procedural medications included asa and ticlid, the intra procedural administration of heparin and the performance or recording of acts was not reported. The distal rca was described as 75.7% occluded. The lesion was pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 20atm. Post-dilation was conducted with a resultant timi flow of 3 and a residual stenosis of 2.4%. The patient was discharged from the cath lab on medications that included asa and ticlid. Three days after the index procedure, the patient returned for the second half of a planned staged procedure to treat the proximal lad/first diagonal. The intra procedural administration of heparin and the performance or recording of acts was not reported. This lesion was located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of a 2.50 x 18mm cypher stent in the first diagonal. This was followed by the placement of a 3.00 x 18mm cypher stent in the proximal lad. The stents were reported to have been placed at unknown maximum inflation pressures and without a gap; but not overlapping each other. No other procedural details were available. The patient was discharged on medications that included asa and ticlid. Ten months after the index procedure, the patient underwent a repeat angiogram that revealed a patent rca stent and 100% restenosis at the proximal aspect of the cypher stent in the first diagonal. This was treated with ptca and the placement of a non-cordis bms. The patient was discharged from the hospital the next day on medications that included asa and ticlid. The products remain implanted in the patient, and are thus not available for evaluation. Restenosis is a known potential adverse event post stent implantation. According to the procedural physician, the restenosis is not related to the cypher stent. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event. The product was not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01202 and 9616099-2006-01203.